Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) despite being at high capture thresholds. A revision procedure was performed. During testing, normal lead function was noted for which the rv lead was decided to be left in service. Other than the intervention no additional adverse patient effects were reported.